Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 u/h basal rate and monitored 3 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Unit had minor scratched lcd window and cracked reservoir tube lip. Pump passed the dat test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. Troubleshoot was performed for low blood glucose reading. Customer current blood glucose is 150 mg/dl. Customer blood glucose reading at the time of the incident was 54 mg/dl. Customer treated low blood glucose reading with apple juice. Customer stated drive support was normal. Customer believes the insulin over delivered insulin. Customer reported insulin was not worn during a medical procedure and test around magnetic resonance imaging. Customer was advised to contact their healthcare provider about their low blood glucose reading. Insulin pump will be returning for analysis.